Event description:
It was reported that a patient who was being treated with v.a.c. Therapy for an abscess to her right lower abdominal area, tripped over the v.a.c. Therapy tubing and allegedly fractured her right ankle.

Manufacturer narrative:
Although no device malfunction was reported or implied, the alleged adverse event is being reported in accordance with internal company procedures. V.a.c. Labeling warns, "excess tubing may present a tripping hazard; ensure that excess tubing is stored in the tubing pocket and is out of areas where people may walk."